Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019. It was reported that the unit had a touchscreen failure. There was no patient involvement. The customer replaced the touchscreen.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.